Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected multiple sustained monomorphic ventricular tachycardia (smvt) episodes. On one occasion, anti-tachycardia pacing (atp) therapy was unsuccessful and the arrhythmia accelerated into a faster ventricular tachycardia (vt) zone, requiring a 41j shock to successfully restore rhythm. The episode lasted approximately 2.5 minutes, during which the patient experienced syncope. A separate smvt episode was successfully terminated with atp alone. All detections and therapies were appropriate per device programming. No additional adverse patient effects were reported. The device remains in service.